Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: medical product: zimmer biomet left fossa component, small catalog #: 24-6563; lot #:255470b. Zimmer biomet left narrow mandibular component 50mm catalog #: 01-6551; lot #:237060b. Zimmer biomet 2.7x8mm ht x-drive screw catalog #: 91-2708; lot #:unknown. Zimmer biomet 2.0x7mm fossa x-dr screw catalog #: 99-6577 lot #:unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00123, 0001032347-2022-00124,0001032347-2022-00125, 0001032347-2022-00127.

Event description:
It was reported that the patient is experiencing pain in her left-side, her ear is throbbing, she has pain while eating, and pain going across and up and around her left-side near her ear.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided for the screws involved in this case. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.